Manufacturer narrative:
A ge service representative performed an on site investigation. The kv control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was intermittently locking up. Table movement remained operational. There is no report of death or serious injury associated with the complaint.